Event description:
The handheld device and flashcard were returned to the manufacturer on (B)(4) 2011. Product analysis on the returned products has been completed. An analysis was performed on the returned flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the handheld. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The screen brightness was adjusted with no observed anomalies. The handheld performed according to functional specifications.

Event description:
Info was received indicating that the handheld screen was hard to read due to brightness. Troubleshooting steps were taken, however this did not resolve the issue. The handheld has not yet been returned to the MFR for analysis.